Event description:
Neck dislocation. Revision surgery replaced neck with an offset. Straight was originally implanted.

Manufacturer narrative:
All information reasonably known by the importer is included in this report.